Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The illuminator module was found to have cracked optics inside (aspheric collimating lenses). The illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on march 21, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to cracked aspheric collimating lenses. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported poor illumination in both ports during a vitrectom surgical procedure. The procedure was completed by increasing illumination power. There was no patient harm.